Event description:
Customer reported a broken wire. The customer said, that the ac cord and dicom cable is broken. No pt injury.

Manufacturer narrative:
The service rep removed and replaced defective power cord, reconfig wiring in and out of dicom box placing it in series with left monitor. Reroute cat 5 cable to front of system. System functioned as intended.